Manufacturer narrative:
Concomitant medical device: 419688 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the patient developed a pocket infection approximately three weeks after the implant of an implantable cardioverter defibrillator (ICD) system and absorbable envelope. The pocket was exhibiting erythema, warmth, and was spilling purulent blood serum and drainage. A transesophageal echocardiogram and echocolor doppler showed abnormal endocarditis vegetation adhering to a lead. Blood cultures were positive for pseudomonas aeruginosas. The patient was administered antibiotics and the ICD system was explanted and replaced. The patient is enrolled in the wrap-it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.